Event description:
On (B)(6) 2013, patient contacted animas, alleging that the ¿up arrow¿ button was hyper-responsive and causing the screen to scroll. Patient reported that the ¿ok¿ button was responding intermittently and the symbol was worn off. Patient denied that there was moisture ingress or trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.